Event description:
It was reported the insulin pump had several off no power events. Customer's blood glucose was 8.9mmol/l. Alarms have been occurring frequently even after brand new energizer batteries. Alarms were confirmed in history. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.